Manufacturer narrative:
Fifty-seven 2000e-04 samples were received in sealed packaging from lot 21105029. Leakage testing was performed, and it was found that fourteen of the fifty-seven samples leaked from the piston of the smartsite. A visual inspection revealed that the smartsites of these 2000e-04 samples were oval in shape. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21105029 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval shape is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval shaped therefore when the round fla component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval shape of the piston head. Previous investigations have not found a potential root cause for this level of excess heat as a result of any stage of the manufacturing or sterilization processes at the manufacturing site. A review of the customer feedback database indicates that there is no increased trend for oval smartsite valves. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit).

Event description:
It was reported that bd alaris smartsite needle-free valve was cracked. The following information was provided by the initial reporter: "message passed through bd colleague that pah radiology are experiencing leaking smartsites".

Event description:
It was reported that bd alaris smartsite needle-free valve was cracked. The following information was provided by the initial reporter: "message passed through bd colleague that pah radiology are experiencing leaking smartsites"

Manufacturer narrative:
Fifty-seven 2000e-04 samples were received in sealed packaging from lot 21105029. Leakage testing was performed, and it was found that fourteen of the fifty-seven samples leaked from the piston of the smartsite. A visual inspection revealed that the smartsites of these 2000e-04 samples were oval in shape. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21105029 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval shape is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval shaped therefore when the round fla component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval shape of the piston head. Previous investigations have not found a potential root cause for this level of excess heat as a result of any stage of the manufacturing or sterilization processes at the manufacturing site. A review of the customer feedback database indicates that there is no increased trend for oval smartsite valves. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit).